Event description:
The patient reported blood glucose results of "127, 88, and 116 mg/dl" with the lifescan meter, performed wtihin 10 minutes of each other. The meter, test strips, and control solution were replaced.